Manufacturer narrative:
The returned incepta implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that the device exhibited premature battery depletion (pbd). Engineering analysis confirmed that the device was depleting in a manner consistent with the lv capacitor advisory. However, there were no other suspicious faults or resets stored within the device memory. In addition, the device hardware is not detecting the loss of battery energy and because of this the battery status indicators are not reflecting the depletion condition and are inaccurate in which this should no longer be relied upon to determine the depletion status of the device. A device replacement was recommended. The device was explanted and was returned to the laboratory and was analyzed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device exhibited premature battery depletion (pbd). Engineering analysis confirmed that the device was depleting in a manner consistent with the lv capacitor advisory. However, there were no other suspicious faults or resets stored within the device memory. In addition, the device hardware is not detecting the loss of battery energy and because of this the battery status indicators are not reflecting the depletion condition and are inaccurate in which this should no longer be relied upon to determine the depletion status of the device. A device replacement was recommended. To date, the device remains in service. No adverse patient effects reported.